Event description:
Abbott freestyle libre multiple issues - I've lost three sensors one fell off. The other two lost signal or giving inaccurate readings. What is the point of this product if it doesn't work. Now I log onto the deep bowels of abbots website here and see ios 16 isn't supported. I may be able to move this back to my old iphone 7 but not sure since its disabled. Abbott is going to kill someone by not putting this information as a black box warning. I can't believe the FDA approval for interfacing with insulin pumps when you have serious qa and sw problems. Did abbott actually test this. Or are the current patients the test? Abbot needs to do a better job informing patients. There are not enough doctors I can't even get primary appts for months an my endocrinologist is too busy and won't give me an appt. This has been going on for a year. Now I've had to be hospitalized for multiresistant pylonephritis uti I've been fighting for months to be fair the uti thing started before I used the freestyle libre but I was making blood sugar decisions based on the readings which were inaccurate, kinda hard to get your sugar under control with a product that is so unstable. I know abbot puts the liability on the patient, but come on - they do bear some responsibility to inform your patients better. Completely hacked off and sick. "I requested that they" please send me three sensors and I will attempt to run it on my iphone 7. I will be reporting this as an adverse event to the FDA because support is part of a product like this. To the FDA docs software and hardware issues notoriously have compatibility issues especially on any side of the software changes - I used to install databases. The FDA needs to understand this and insist on better qa and tell apple to allow rollbacks on their phones. I've seen the posts and I know a lot of people are having sensor issues period no matter the os. Sn (B)(4),( signal loss or fell off) (B)(4)(signal loss) and (B)(4) (inaccurate reads). I am unsure if the sensors listed are the current one or the previous three, which by the way where installed under a supported os- 15 on iphone 12. Then apple updated the os. I am currently on my fourth sensor. And I need imaging done in a few weeks I am headed to mayo clinic bc healthcare access is so terrible I can get an appointment 12 hours away in (B)(6) before I can get any appointments in my home state of (B)(6). Abbot need to deal in reality and support your product appropriately. I cant afford to keep buying sensors that fail. Imaging machines will render the sensor inaccurate. After the nurse told me no it's fine. I said no it's not. The medical professionals are not even educated. I can send the readings if you tell me how, but please remove identifying information. (B)(6); reference reports: mw5116377, mw5116379.